Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother called in to report high blood glucose levels ranging from 342 to 597 mg/dl. The customer's blood glucose level at time of call was 568 mg/dl. The customer treated with the insulin pump. The customer had a bent cannula and had bled from the insertion site. During troubleshooting for the high pressure test, the insulin pump alarmed motor error. During the rewind sequence the customer received a no delivery alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.